Event description:
Customer placed a pod on saturday ((B)(6) 2012; time unk) and the next day she stated her bgs were "higher than normal ... All in the 200's." She reported that on sunday, she "did not take her metformin as prescribed." On monday, her bgs were "high" (>500 mg/dl) at 8:55 am; she bolused 4.30 units. At 10:17 am, her bg was 291 mg/dl and she bolused 6.25 units. On tuesday, her bg was 289 mg/dl at 8 am, so she took 5.25 units of insulin. At 11:17 am, her bg rose to 426 mg/dl and she administered 9.6 units. Around noon, at work, customer reported her "heart started beating fast (114 bpm), and felt light headed"; her bg was 575 mg/dl. She went to the ER and was put on a saline drip. She was in the ER from 12:20 pm to 7:00 pm. After removing the pod, customer stated that the pod was empty, but never alerted her that it was low or empty. Customer stated the cannula was bent and is "not sure if it happened while it was stored in her purse after the incident." The pod was returned for investigation.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as designed. The piezo was tested and found capable of emitting an audible alarm. Downloaded pod data shows the device operated and terminated with no alarms. No pulse width timeouts, rotational sensor errors or occlusions was found. The adhesive pad welds were inspected and found to be 100% complete with no voids. No kinks or occlusions were found in the cannula. The plunger position was approximately 65% with insulin. The needle mechanism rotated and deployed as intended. Inspection of the interior of the pod found no signs of internal leakage. No damaged teeth were noted. The pod was thoroughly investigated and found no abnormalities or malfunctions that would have caused or contributed to the user's hyperglycemia. The device was found fully capable of delivering insulin as intended. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns, "if you experience unexpected elevated blood glucose levels, change your pod." To avoid hyperglycemia, users are advised to check their blood glucose "at least 4 to 6 times a day." Symptoms of dka include the following: nausea and vomiting, abdominal pain, dehydration, fruity-smelling breath, dry skin or tongue, drowsiness, rapid pulse and labored breathing. The user guide advises users to contact an hcp when ketones are present and are felling ill. The user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."